Event description:
A malfunction on a pump was reported but no notable events were observed prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.